Manufacturer narrative:
Review of received information and logs: review of the provided device logs confirmed occurrence of the reported issue. On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received information, the control printed circuit board was found defective and its replacement solved the issue. The defective part has been send for further investigation but has not yet been received. The UDI information is not available since the device was manufactured before the implementation of UDI in manufacturing on 10/22/2015.

Event description:
It was reported that the ventilator generated technical error codes indicating disabled valves and communication error. There was no patient harm. Manufacturer's ref #: (B)(4).